Event description:
The pt received an scs system including four percutaneous leads on (B)(6) 2011 for headaches. It was reported that the pt's headaches have moved. As such surgical intervention was undertaken to revise the pt's leads for better coverage of her pain. No products were explanted and none will be returned for analysis.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.